Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography(ercp) procedure performed for the treatment of bile duct stones in the bile duct on (B)(6) 2024. During the procedure, the catheter could not be recognized after it was connected to the console. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds was analyzed and found that the scope was not able to display an image. The reported complaint was confirmed. During product analysis, the x-ray images of the distal tip observed lifting of the camera wires at the redistribution layer (rdl). The visualization problem is most likely that the camera wires lifted from the rdl, due to mechanical forces applied to the camera wire. This could have happened when the device was assembled or during tip articulation. Based on all gathered information, the probable cause selected for the image failure cause traced to component failure, which indicates that a random problem with a device component contributed to the event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography(ercp) procedure performed for the treatment of bile duct stones in the bile duct on (B)(6) 2024. During the procedure, the catheter could not be recognized after it was connected to the console. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.